Manufacturer narrative:
Per the clinic, the patient experienced bacterial infection, exposing the receiver/stimulator (specific date not reported). Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report. This report is submitted on july 11, 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on december 05, 2022.

Manufacturer narrative:
This report is submitted on june 14, 2022.

Event description:
Per the surgeon, the patient experienced an abscess under the skin near the receiver stimulator. Further information is being sought from the clinic.

Manufacturer narrative:
The device was explanted on (B)(6) 2022. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report. This report is submitted on october 13, 2022.